Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil. Introducer sheath and delivery wire were returned for this complaint. All parts were returned separated and not interlocked. The main coil was found kinked and stretched. The introducer sheath was inspected, and no damage was found. No more damages were found in the device. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached (not returned). Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no damages were found. Dimensional inspection of the main coil and delivery wire that could be measured were performed and were within specifications.

Event description:
Reportable based on device investigation completed on 19apr2021. It was noted that the coil detached and was stuck. The target lesion was located in the deep femoral artery. An 8mmx40cm interlock-35 was selected for use. During procedure, the coil crossed the catheter. However, it detached by itself, got stuck at the middle and could not be pushed out. The device was then simply pulled out with the catheter and the procedure was completed with another of the same device. There were no complications reported and patient is stable. However, device analysis revealed that the interlocking arm was detached and was not returned.